Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to use, during preparation of the 6 x 60 mm xpert pro stent delivery system (sds) it was observed that the stent implant was partially unprotected by the sheath. The device was not used on the patient. Another xpert pro sds was used successfully for the case. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported premature deployment was confirmed. It is likely that a kink in the proximal shaft caused the stent to become exposed from the distal sheath and partial deploy. The kink likely occurred due to inadvertent mishandling during preparation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the premature deployment likely occurred due to inadvertent mishandling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.